Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy'), uterine perforation ('uterine perforation') and device breakage ('essure breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, uterine perforation, device breakage, dysmenorrhoea and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device breakage, dysmenorrhoea, ectopic pregnancy, menorrhagia and uterine perforation to be related to essure. The reporter commented: consumer received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), device breakage and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy'), uterine perforation ('uterine perforation') and device breakage ('essure breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, uterine perforation, device breakage, dysmenorrhoea and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device breakage, dysmenorrhoea, ectopic pregnancy, menorrhagia and uterine perforation to be related to essure. The reporter commented: consumer received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), device breakage and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case become valid and incident. Events ectopic pregnancy,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), device breakage and uterine perforation added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.